Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implanted neurostimulator and the issue began sometime in 2023. Patient stated that when they would attempt to recharge the implanted device if they wiggled the cord at all it would make a noise like it was done charging or it would lose the device. Pt stated the controller was going to an all-white screen while recharging. Pt stated the recharger was getting quite warm while recharging. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the recharger. Pt called back stating they received the recharger. For the last few mornings every time pt went to charge the controller and finish charging it but it would show to replace the controller battery, 'cannot provide charge for your intensity settings' when they plug in the recharger and go to charge the implant. Had pt try using the equipment on the call. On the call it went to charging screen and no message appeared. Pt also mentioned they noticed the implant charging level stayed at 90% and did not deplete.  Pt went and used the 2nd battery today to try to see if it makes a difference. Pt also reported the last week their back, their nerve pain stops at the waist and goes right through the back of rear end and straight down the back of their leg. The pain was really bad, intense this week. When pt goes to charge in the morning and it stays 90% pt was concerned it did not charge their back. On the call it was at 100%. Pt confirmed stim was on and they did not change any settings. Usually the charge goes down to 30-40% and the last couple of days it stayed at 90%. An email was sent to repair to replace the controller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep stated the appointment date was (B)(6) 2024 when another rep met with the patient at their doctor's office. The rep contacted the patient when they were at work but they did not have the controller with them at the time to provide the serial number. The rep provided the 4 lines of data that appeared on the as software problem - 58 message: 1) intellis, 3.6, 58, qf_new. The rep clarified that what the patient meant by "weird issues" with their ins as the patient was referring to the "software problem" error message that would appear on the screen of their remote. The cause of the system to stop recharging when the pt was walking around and recharging was not determined. However, to determine the cause of the settings not available / oor message an impedance check was tested at the appointment on (B)(6) 2022 and it was discovered that one of the contacts had a high impedance. So, the cause of the loss of pain relief was the program the patient was using had an electrode with a high impedance. The configuration was moved to a different electrode to fix this. All issues have been resolved. The patient left the clinic in good spirits and already noticing improvement in relief. A rep met with the patient to evaluate and reprogram as necessary. The patient now lives in a different city and is in the process of getting established with a new clinic. The patient has made contact with the reps in that area. The patient provided the rep with this information on (B)(6) 2024.

Manufacturer narrative:
H3: product ID 97755-s lot# serial# (B)(6). Was returned for product analysis. Analysis found the complaint was unable to be verified. They found no issues with finding or charging the ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received on 2024-jul-15. The patient reported that over the past few months they were having some weird issues with their spinal cord stimulator. They requested to have someone check their device to confirm it was working correctly. Patient services responded to the pt redirecting them to contact their physician to set up an appointment with a manufacturer representative (rep). The following day on july 16, 2024, a rep called technical services reporting that since around december 2023 the patient was claiming to have pain in the back of their leg; the same pain they had before they had the device implanted. The pt reported some days the pain was uncomfortable. The pt was also reporting that over the past three months, when they would go to charge the ins in the morning, the ins battery level was at 60% when previously, the charge would have been lower around 30% charge. The rep asked about the patient remote. During the call, the pt confirmed that group b was active and had the following amplitude values: b1: 3.7ma, b2: 3.9ma, b3: 3.9ma, b4: 3.9ma. When they attempted to make a therapy adjustment the controller displayed the settings not available message. Technical services reviewed information about out of regulation (oor). The rep stated they would work with the pt. Shortly after that call, the rep called back again on july 16, 2024 reporting that when the pt was charging, the system would stop charging. The pt claimed that they were walking around while charging and in some instances the remote would display the software problem message with code "58". The pt indicated that they had contacted patient services before and had the remote replaced, and when they sent the old remote back, they included error information with that device return. Technical services reviewed information about the controller. Troubleshooting was not required; the issue was not resolved on the call. The rep stated they would continue to work with the pt to schedule an appointment at the doctor's office.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.